Manufacturer narrative:
H.10: the device was cleaned and re-calibrated. Re-calibration solved the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but the reported issue could not be confirmed and no error message could be "reproced". Livanova requested the device back for investigation. Results revealed that a deviation with co2 flow was observed during test with pressured air. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was not delivering the set lpm value during priming and an error message associated to the discrepancy between the set and the actual value was displayed. There was no report of patient injury.